Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 420 mg/dl. Customer had treated their blood glucose with the insulin pump. It was also found the customer was feeling nauseous and had a stomach ache due to their high blood glucose. Troubleshooting found the customer's insulin pump wa functional. Troubleshooting could not be completed because the customer declined to perform a high pressure test. It was also found the customer's cannula was not occluded upon removal of their infusion set. The customer also reported experiencing a low blood glucose of 88 mg/dl. The customer stated they would monitor their blood glucose. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.